Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Insulin pump reported via phone call that the insulin pump display had issue. Customer blood glucose reading was 20.0 mmol/l. Troubleshooting was performed. Customer inserted new battery but the issue reoccurred. The note reads no further detail given. Customer also reported button and low battery issue. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected depleted battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected power off alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.